Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. The cause of peritonitis was unknown. It was unknown whether the pt was hospitalized for the event. The pt was treated with ciplox (¿tab¿-tablets, 250 mg, twice a day) for the indication of peritonitis. The outcome of the peritonitis event was unknown. At the time of this report dianeal therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause is not identified. Should additional relevant information become available, a follow-up will be submitted.